Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient received multiple inappropriate shocks. The device¿s wavelet detection did not withhold the therapy. The device remains in use. No further patient complications have been reported as a result of this event.